Event description:
Senseonics was made aware of an incident where user received glucose suspend alert which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user started receiving glucose suspend alerts on (B)(6) 2025, day 138 after insertion. An RMA was authorized for the return of the sensor. In-house testing confirmed chemical degradation in all sensing areas. All four channels were below the threshold value, consequently triggering the glucose suspend alerts. An overall decline in the signal and reference channels across all sensing areas was observed, indicative of oxidation. The user was provided with a replacement sensor as part of the resolution. B4. Date of this report 21 oct 2025. G3. Date received by the manufacturer? 21 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4315.